Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery during a bolus attempt. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur for the no delivery as the customer already resolved the issue by changing the reservoir. The original reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.